Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp) unit has a damaged doppler. There was no patient involvement.

Event description:
N/a

Manufacturer narrative:
It was reported by a getinge field service engineer (fse) that during pm service the cardiosave intra-aortic ballon pump (iabp) the "doppler probe" was damaged. The fse replaced the doppler probe, equipment passed all functional testing. Unit returned to the customer and cleared for clinical use. No patient involvement was there.